Event description:
Patient was sitting in chair. Found nonresponsive by staff and obtunded. Code blue called. Crash cart obtained. Zoll would not turn on, had an x in the box. Pt was able to regain consciousness, with oxygen and repositioning back to bed. After code finished zoll examined. Checklist was done by me 4/10 and 4/11 and was functioning properly. When zoll plugged, would intermittently work. I turned on and off and sometimes would it would work, sometimes would not and have an x in the box but not always. When zoll unplugged, it would not turn on at all and would continuously have an x in the box. Red tagged, sent to biomed and will be returned manufacturer for inspection.